Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with dizziness, discomfort and bradycardia at 37 beats per minute. It was also reported that the implantable pulse generator (ipg) exhibited premature battery depletion and "poor pacing." The device was explanted and replaced. It was also reported that a low voltage lead exhibited high thresholds during a generator change out. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: notified date was 30-jul-2019. If information is provided in the future, a supplemental report will be issued.